Event description:
The surgeon has ordered the following replacement parts: ordered date description catalog number. (B)(6) 2024 identity imprint ps jigs, left tps-000-d002-010101 (B)(6) 2024 accessory kit, imprint ps, size 7, left imprint-altkit-36. Original surgery date: (B)(6) 2024; new surgery date: (B)(6) 2024.

Manufacturer narrative:
The sales rep reported that revision surgery was warranted due to the patient having an infection. Another procedure is required on the affected joint and poly inserts will be exchanged. This reported infection has occurred less than 1 year after the primary implant surgery. The original surgery date was 3/19/2024. The new surgery date is 6/11/2024. Since this is an itotal ps identity imprint order, several components have different sterilization methods and sterilization dates. The following is a a breakdown of all component sn/lot #'s used in the surgery according to the dof and the sterilization method and load/batch number they were sterilized in: ps identity imprint femoral size 7 left lot 1501406- eo load 20231207 ps identity imprint tibial tray size 7 lot 461924 - eo load 20240222 ps imprint tibial insert size 7 8mm left lot 221442a - vhp lts-v batch run 2330 on 5/11/2023 sn (B)(6) ps jigs - eo load 20240229. Patella ipoly xe 35mm x 7mm lot 1515298 - eo load 20231120. An ncmr review was performed, and 1 non-conformance was found for sn (B)(6) ijigs. The issue was recorded on ncmr-016305 for sterilization cycle 20240229 in which the ijigs were sterilized in. The non-conformance had a disposition of "accept as is" so it had no adverse effect on the product. No other ncmr's are associated with any other sn's/lot #'s and sterilization cycles listed above. This would indicate the devices were designed, manufactured and sterilized to specifications. Endotoxin results were also reviewed and did not record any excursions during the period the product was processed through final manufactuing. Infection is a known complication of joint replacement surgery. Based on the available information, cause of infection cannot be conclusively determined to be related to the device. Cannot definitively determine if the device caused or contributed to the failure mode. Infection is a known risk of total knee replacement surgery. The risk of infection is adequately captured within the fmea document. No updates to risk analysis documentation are required at this time.